Event description:
It was reported that the patient developed an infection at the ipg site, so the ipg and extensions were removed to allow the patient to heal. Date of removal is unknown.

Manufacturer narrative:
Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.